Event description:
Information was received indicating that this smiths medical cadd ms3 pump experienced under infusion. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. Device evaluation (completed 07-apr-2022): one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation was unable to duplicate the reported issue, the pump passed all functional tests and it was found to be working properly and within specification. Based on the investigation, the complaint allegation was not confirmed. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.